Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated her first implant was 'not implanted correctly'. Caller stated 'they were up to 8 and they were not getting anything'. Caller stated 'it would not control their bladder'. Caller stated 'when they increased their frequency, it control their bladder' , but then her legs would shake. Caller stated she had ins removed because of these issues. Caller stated a urologist and her current managing physician took x-rays and they said 'it was implanted wrong'. Caller stated her current hcp explanted her ins on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who noted the pre-operative diagnosis was a malpositioned ins. Anesthesia administered for the procedure was monitored anesthesia care and there was less than 5 or 50ml blood loss. The finding during the surgical procedure was the ins was present overlying the left hip. The hcp noted the electrode was slightly superior and medial to this site and extended to the presacral issues. They also noted the ins appeared normal when it was removed. The patient reported to the hcp that they would have considerable improvement in urgency, frequency, and nocturia when the system was turned to maximal strain; they also had substantial radiating symptoms into their legs. The patient also had recent flares of chronic neck issues and their orthopedist wanted to do an MRI study. As a result of what was reported above, explantation of the system would be performed with consideration of reimplantation in the future. After explant, the ins site was then irrigated with antibiotic solution and the capsule was then located and exercised in its entirety. The post-operative diagnosis was status post explanation of the system. Patient responded to a letter. When asked what were the circumstances that led to the device being implanted wrongly/correctly, patient said the trial improved their incontinence so they went onto permanent implant, but the ins was removed because they didn't receive desired results; no improvement in incontinence. The patient was told the device wouldn't work in it's current location; they received poor support. The explant resolved the reported issue; the patient's let stopped shaking. When asked to provide their weight at the time of the event, the patient said "really! I am the same weight now and just had a new device implanted. Weight was not a factor when I inquired about the device. Let's not be looking for scapegoats - it is okay to be human and a mistake was made)". No further patient complications have been reported as a result of this event.